Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and currently under investigation. Upon completion of the device evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the alarm log was performed and there was nothing found that could be related to the reported condition. Internal and external inspection was performed with no issues noted. A power up test showed no issues. Voltage checks were performed and all power supply voltages were within specification. A focused power section inspection and focused heather pan inspection were performed with no issues. The chassis was checked for loose hardware and no issues were found. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Upon conclusion of the investigation, the reported event could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) was emitting a burnt smell during automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) instructed the hp to power off the machine. Nothing unusual was noted with the set up or power cord on the device. A swap of the device was initiated. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.